Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor and sys board were replaced to address the issue. During the eval of the device an issue related to device's remote alarm connector was observed. The interface board was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of estimate.